Event description:
Clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 reported that the patient had recently experienced an increase in seizures, including a generalized convulsion which was her first one in quite some time. During the visit, the patient's generator was interrogated and said to be at nearing end of service; however, it is unknown if the increase is believed to be related to the end of service. There was no programming or diagnostic history available in the clinic notes, however the leads were said to be ok. The patient underwent a generator replacement on (B)(6) 2012. The generator was returned on (B)(4) 2012 but product analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Event description:
Analysis on the generator was completed and approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During analysis, the interrogation/diagnostic test showed that the nearing end-of service (n eos) indicator was set. Results of the bench diagnostic testing indicated the device was operating properly with n eos yes. The data in the diagaccumconsumed memory locations revealed that 118.687% of the battery had been consumed. The pulse generator module performed according to functional specifications with the exception of an out of specification capacitor, which was related to component aging and did not have any effect on the performance of the generator. Additionally, information was received from the physician. It was indicated that the increase in seizures was first observed in may. The patient's seizure frequency was still below her pre-vns baseline, but she had experienced increases in her absence and generalized tonic-clonic seizures. There were also no programming or medication changes which preceded the increase in seizures and the patient has not yet been seen following replacement, so it is unknown if the increased seizures have resolved since replacement. No other information was made available.